Manufacturer narrative:
Initial.

Event description:
It was reported that while using an ilet system, the user disconnected for a shower and blood glucose rose from 167 mg/dl to 215 mg/dl during the disconnection, then trended down after reconnection as insulin delivery resumed. The user also reported not disconnecting the infusion set for exercise and received troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alerts or alarms, and resolution after reconnection. Investigation included customer care agent communication with the user and troubleshooting education regarding insulin interruption during disconnection. Investigation of this case revealed that the elevated glucose occurred due to expected insulin delivery interruption while the infusion set was disconnected, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to disconnection leading to interrupted insulin delivery.